Manufacturer narrative:
Evaluation summary: the iol and associated cartridge were returned. Solution, broken and bent haptic damage and optic damage were observed. Only a small amount of solution was observed in the associated cartridge. Stress lines were observed at the tip. Upon return, one broken optic portion was split/cracked against a post of the lens case. Results from the product history record review indicated the iol met release criteria. The customer indicated the use of an approved cartridge, handpiece and approved viscoelastic. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated a video was available; however there has been no video received for reviewing to date. The root cause may be related to a failure to follow the dfu. Only a small amount of viscoelastic was observed within the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. The use of an insufficient amount of viscoelastic may result in lens delivery difficulties or product damage. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the product. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the inferior haptic ruptured during injection into the anterior chamber. The lens was removed and replaced with another lens. Additional information was received from the physician, who reported that upon replacing the iol with a different lens model the incision was expanded to implant the replacement iol. The patient has induced astigmatism from the incision expansion. This condition was not expected. The patient has also experienced decreased visual acuity which etiology is pending for confirmation. There are two reports associated with this event. This report represents the second lens that the haptic broke during injection and during replacement with another lens model the incision was enlarged to implant the replacement.